Event description:
Per oos, post mitral valve replacement, the atrial lead threshold rose and the sensing amplitude decreased compared to previously observed valves. This lead was replaced with another setrox s 53, (B)(4).